Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a deviation between the stylus and the cursor on the screen and also noted that when the stylus was moved on the screen the deviation got bigger, and that a stylus calibration was not possible. The touch screen required replacing. There was no stylus returned with the programmer and the latch from the power bay cover was broken. The touch screen, stylus and power bay cover were replaced and the touch screen calibrated, and new software was installed. The device was cleaned and it then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's stylus pen required calibration. The programmer has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned to service.